Event description:
Lifepak 12 lp 12-cardiac monitor/defibrillator failed to defibrillate x 3 a pt in ventricular fibrillation. Lp12 was removed and an automated external defibrillator was applied and ultimately used to deliver 4 defibrillatory shocks. Pt ultimately died after resuscitation attempts, but slight delay in delivery of shocks per paramedics approx 30 seconds did not contribute to pt's death.